Manufacturer narrative:
The guidewire associated with this complaint was not returned for evaluation. The customer disposed the guidewire. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Event occurs due to user error. Customer probably would benefit from re-training of usage of zoll device. User error that leads to surgical removal of the left part of the device is anticipated event and could potentially occur with usage of any catheter.

Event description:
During ivtm therapy, twelve hours after insertion of the icy catheter into the patient's right femoral vein, it was noted on a chest x-ray that the whole guidewire (lot #unknown) was left within the patient. There was no difficulty when flushing of distal port while the guidewire was inside the patient. Patient was taken to the operating room for removal of icy catheter for safety precautions. Icy catheter and guidewire was removed successfully using the seldinger technique without any patient harm or adverse effects. Patient was cooled with either blanket or esophageal device for treatment. Per additional information, the insertion of the catheter was smooth but it is unknown how much experience the inserting physician with zoll catheter and education has been offered multiple times. No consequences or impact to patient.